Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. This ICD was explanted. No additional adverse patient effects were reported. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.